Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high definition liquid crystal display monitor exhibited the device powering down due to a gi board failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(remove establishment telephone number, city, state) additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction was caused by the faulty printed circuit board. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.